Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that an unspecified number of leaking occurrences during a power injections in the CT unit. The blue silicone in the needless valve remained depressed, causing an obstruction, back up and leakage of the contrast out of the syringe onto the floor. Mallinckrodt injectors were used with injection rates ranging from 1-5.5ml/sec. There were no adverse effects to the patients.